Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 113042, versa-dial 46x18x53 hum head, lot # 113042; catalog #: pt-113950, pt hybrid glen post regenerex, lot # 742360; catalog #: 113952, sm hybrid glenoid base 4mm, lot # 435090; catalog #: 118001, versa-dial/comp ti std taper, lot # 118001. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00700, 0001825034-2021-00701, 0001825034-2021-00702, 0001825034-2021-00703, 0001825034-2021-00704.

Event description:
It was reported that the patient underwent a shoulder arthroplasty approximately 3 years ago. Subsequently, after 8 months the patient is experiencing pain on and off. X-rays were ok and the doctor said everything looked okay. Attempts have been made and additional information on the reported event is unavailable at this time.